Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to unknown reasons. A reasonable evidence suggest a possible malfunction due to the short implant period. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.